Event description:
It was reported that the patient came to the hospital due to hearing a patient alert. The device had reached elective replacement indicator and the physician thought this occurred too soon. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device did not meet the expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was analyzed. Battery depletion indicated on (B)(4) 2012 at <=2.6251 volt. The weekly battery voltage trend data shows battery from 2.63 to 2.62 volts between (B)(4) 2012. Two patient alerts for low battery voltage occurred on (B)(4) 2012 02:15:00 and (B)(4) 2012 02:15:00.